Manufacturer narrative:
One used unit was received for evaluation. As received, there were no damages or anomalies observed. Upon closer inspection, a large tear was observed on the cassette bag surface. Functional testing was performed and during filling, severe leakage was observed. Upon removing the cassette casing, a large tear was observed on the cassette bag surface. The complaint of leakage can be confirmed. The probable cause is unknown.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when filling up the cadd 50ml cassette with fentanyl, the bag inside the cassette starts to leak. There was no patient injury. There was no reported patient involvement.